Event description:
Pump malfunction for cadd legacy pump (B)(4), maintenance (B)(6) 2018, use for IV remodulin therapy this morning, (B)(6) 2018, the pump did not warn the pt that she was due for a cassette change soon. The pump alarmed and she had no medication left in the cassette. The pt was able to change to her other pump with a new cassette running without any further issues. No ae from pump malfunction, device being replaced. Defective pump being returned to pharmacy. No further info available. Dose or amount: remodulin 115ng/kg/min, frequency: continuous, route: IV. Dates of use: from (B)(6) 2014 to ongoing.